Event description:
Failure during case: would not hold clip. Procedure: lps gb. Physician: dr (B)(6). Clinician: (B)(6). Vendor: (B)(4). Awaiting return call to confirm replacement and disposition instructions. Is it feasible to have all mfrs mark return address and contact numbers for all products on exterior packaging to facilitate quality concerns with consumers? (B)(4).